Event description:
Bd gravity set check valve roller clamp(s) 2 smartsite¿ needle-free valve(s) 4" IV tubes are leaking. Clinical staff have had multiple IV tubes start to leak at just below the IV chamber. This incident poses a potential risk to the patient who may not receive ordered IV fluids.